Event description:
It was reported that during implant attempt, the device header would not hold the lead in. The lead kept slipping out. The setscrew came out of the header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed grommet damage. A rounded setscrew was also noted with foreign material identified in the setscrew.